Event description:
The ivus (ultrasound) machine would not recognize that the catheter was connected. They disconnected the catheter and a new one was handed over. Problem was resolved and they were able to complete the case. No harm came to the patient.